Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited increased threshold measurements and high out of range pacing impedance measurements greater than 2,000 ohms, one day post implant. During an in-clinic follow up one week later, pacing impedance measurements were observed to have decreased to 1,600 ohms. Recent measurements were noted to be in the 700 ohm range. The physician will continue to monitor the patient. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.